Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate quick convert anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr) that appears to have accelerated the rhythm to ventricular fibrillation (vf). Then a max energy shock converted both the af and the vf. Programming options were recommended in order to avoid quick convert atp accelerating the rhythm in the future. Also, atp delayed shock by some seconds. The crt-d remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.